Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#2134265-2013-05128. It was reported that during a procedure, a balloon pin hole was discovered. The 2mm x 40mm x 145cm coyote¿ es balloon was introduced to treat a below the knee lesion. When the physician tried to inflate the balloon, it was discovered that the balloon had already ruptured due to a pin hole. The physician tried to use a second balloon from the same batch but it also had a pin hole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR# 2134265-2013-05128. It was reported that during a procedure, a balloon pin hole was discovered. The 2mm x 40mm x 145cm coyote es balloon was introduced to treat a below the knee lesion. When the physician tried to inflate the balloon, it was discovered that the balloon had already ruptured due to a pin hole. The physician tried to use a second balloon from the same batch but it also had a pin hole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).